Manufacturer narrative:
There is no way to know whether this device was manufactured by foshan r. Poon medical products co., ltd. Since there was no model number provided and the device was not returned for evaluation.

Event description:
Per importer's MDR: it was reported the commode seat was cracked.